Event description:
Boston scientific received information that this patients device is exhibiting higher than desired charge times without declaring elective replacement indicator (eri). The health care professional (hcp) is concerned that the increased charge time will delay any life saving shocks should they become necessary. The patient has had two ventricular fibrillation (vf) arrests with syncope during the lifetime of this implanted device and are concerned with how long its taking to declare eri. Boston scientific technical services (ts) was consulted and stated there is no way to predict an accurate time eri will be declared. The device system remains implanted at this time. To date, no additional adverse patient effects have been reported.

Event description:
Additional information became available that this device was explanted and successfully replaced.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.